Manufacturer narrative:
A follow up on 08/31/2015 indicated that the customer administered additional insulin after luer lock was disconnected. Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became disconnected from the infusion set. Customer's blood glucose (bg) level was 250 mg/dl. Reportedly, the customer switched to a different type of infusion set.